Event description:
It was reported while using bd q-syte luer access split septum there was damage to the membrane. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted on (B)(6) 2023 with an external pic catheter at the time of admission. After admission, PICC catheter care was performed on (B)(6) and the separation membrane needle free closed infusion joint was replaced. On (B)(6) during pre filling before infusion, the responsible nurse found that the membrane of the separation membrane needle free closed infusion joint was damaged. The responsible nurse immediately replaced it.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum there was damage to the membrane. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted on (B)(6) 2023, with an external pic catheter at the time of admission. After admission, PICC catheter care was performed on may 18 and may 20, and the separation membrane needle free closed infusion joint was replaced. On may 25, during pre filling before infusion, the responsible nurse found that the membrane of the separation membrane needle free closed infusion joint was damaged. The responsible nurse immediately replaced it.